Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 55 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 135 mg/dl. At the time of call on (B)(6) 2017, the customer felt well and did not report any symptoms. Customer stated when the meter read 55 mg/dl (on (B)(6) 2017) she felt shaky, weak and felt like she was going to faint. Customer stated she did not go to the hospital or seek medical attention at the time the meter read 55 mg/dl. Customer stated she ate sugar and ate ham and cheese rolled up. Customer stated after 30 minutes she felt better. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is (B)(6) 2017. Customers strips are not affected by the voluntary recall. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:55mg/dl fasting.